Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a ¿communication error¿ occurred between channel a and the pc unit causing the pump module to stop infusing. The pump module was replaced and removed from service. There was no report of patient harm. The device was evaluated by biomed who found ¿defective¿ iui connectors and pressure sensor. The iui connectors were replaced.